Manufacturer narrative:
Recall #s: 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. It was reported the pt had turned the stimulation off and had not charged the ipg for 1-2 months. It was reported surgical intervention may be undertaken at a later date to address the issue.